Event description:
Thirty eight s/p double lung transplant complicated by bilateral anastomotic stricture. Had metal airway stents placed that are now embedded and pt requires multiple interventions to achieve airway patency. Dates of use: 2006 - 2007. Diagnosis or reason for use: anastomotic stricture. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.